Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the foreign material was not removed because the reprocessing was not conducted properly due to cracking of the distal end, breakage of the air/water channel, and leakage from the distal end and air/water channel. The final root cause of this event was unable to be identified. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: operation manual includes detection methods in chapter 3 preparation and inspection. Reprocessing manual includes preventive procedures for cleaning, disinfection and sterilization. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: air/water and suction cylinder had no color. Grip, switch box, right/left and upward/downward knob had discoloration. Switch 1 had a cut. Due to a shortcut of the switch cable, the control unit gets warm. The suction connector, plate, shield plate, ID cover, charged coupled device and scope ID had corrosion due to water leakage. Due to corrosion on electrical connector, the image was not displayed. Water tightness was lost, due to a crack on the distal end and air/water tube. The insulation resistance value at distal end did not meet the standard value due to burn on plastic distal end cover. The specified resolving power was not obtained due to damage on charge couple device unit. The image guide protector was damaged. The light guide bundle has breakage. The objective lens had a chip, and the light guide lens had crack. The light guide lens had corrosion. The connecting tube has a buckling. Water could not be supplied due to clogging of jet tube in control unit. The universal cord had corrosion due to water leakage. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the colonovideoscope, there was an image problem. The device was returned for evaluation. During the device evaluation, the following reportable malfunction occurred: white foreign material found in the jet tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.